Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer performed a system check and a kink in the luer lock area was found. The customer changed out the cartridge and resumed insulin delivery. No further occlusion alarms had occurred. The customer's blood glucose level was not impacted.